Event description:
During an incident in 2002 involving a patient in cardiac arrest who had been down for 5 to 6 minutes, this defibrillator kept prompting "check electrodes" and would not analyze the patient or charge to deliver a shock. The police department at the scene used their defibrillator to treat the patient who was transported to an ER. Patient outcome is unknown. A family member heard a thud in the kitchen and found the patient on the floor. CPR was started by the pd and ems. The family stated the patient had pain in her legs for the last few days.